Event description:
Information was received from a distributor regarding a screw used in miss tlif therapy. It was reported that the patient suffered from anterior slippage of about 6mm due to pars fracture. The operator started to use the screw after he implanted with capstone 10*26. The left side was about 4mm back and then when he changed sides, it was found that the screw head was separated from the body of the screw. Operator had implanted the screw on left side first and then the right side. The left side was replaced with a new screw. The delay was for about 40 minutes. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
G2: country of origin is taiwan. H3: product analysis of part# 7576545 lot# h5674401 visual examination of the mas bone screws "tulip" has been separated from the bone screw at approximately the base of the bone screw head. The damage on the sphere of the bone screw appears to show it may have exceeded the acceptable angle of the screw. Visual and optical inspection of the "tulip" identify that the c-clip has been damaged. After visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The damage is consistent with overload. Radiographic image: l4-l5 fusion. The tulip has separated from the screw shank at the superior level. A percutaneous rod is present. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.